Event description:
It was reported that the 9800 system had artifacts in the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was tightened and recalibrated during the service call. The system was tested and found to be working as intended and put back into service.